Manufacturer narrative:
The field service technician (fst) was on side and it was unable to reproduce the symptom. The fst assumed that the root cause is temporary function failure of actuator. The fst disassembled and cleaned the 3-way-valve and checked the function of the actuator. Check the temperature setting up and down and confirmed that the device was functioning properly. Thus the failure could not be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. (B)(4). Reference exemption # e2018002.

Event description:
The temperature on the main side did not rise. The temperature setting was from 20 ° c. To 37 ° c. But the temperature did not rise. No heat damage to patient. Complaint# (B)(4).